Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. System error 322 was confirmed and was caused by a failed upper and lower auxiliary. The failed upper and lower auxiliary were replaced.